Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission after receiving a vibratory patient notifier. Patient presented to clinic for a device check. Patient was asymptomatic. Upon revision of electrogram post-paced t-wave oversensing was observed. Patient later presented to clinic and programming changes were made. Patient did not receive any alerts since programming changes.